Event description:
It was reported perforation occurred one day post implant. The lead was explanted and replaced. The lead was discarded in the field and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.